Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-85912 is a concomitant. Please refer to manufacturer report number 2016493-2025-85914, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete. However, no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete, however no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.